Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00434903811, zimmer tm reverse shoulder baseplate, lot #61299886. Catalog #00434903600, zimmer tm reverse shoulder poly liner, lot #61203317. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain and limited mobility.

Manufacturer narrative:
The devices remain implanted therefore no devices or photos were returned. As such a determination on the condition of the devices could not be made. Review of the device history records did not find any deviations. The devices were used for treatment. No other complaints of any type have been reported for the provided lots. The provided operative notes are unremarkable other than it states "humeral component was impacted but it would not impact the last one-fourth inch. I was afraid of causing a fracture and I left it product feeling that I would use a narrower polyethylene." However the radiology report states "reverse total shoulder humeral arthroplasty appears in ear anatomic alignment". The x-rays were requested however not provided. With the provided information an exact cause could not be determined.